Event description:
A customer reported experienced an elevated blood glucose level described as "high." The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party.